Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (will not power on monitor) is being investigated. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event from the allegedly defective battery pack. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the battery pack would not power a monitor. The patient was issued a replacement battery pack.